Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which a new reservoir was implanted. The physician suspected that the patient poked the original reservoir with a needle while giving himself insulin injections. The original reservoir was too difficult to explant and it was drained and retained in the patient, therefore they were not able to confirm the issue. The patient outcome after the surgery is good.